Manufacturer narrative:
There was no allegation of a device malfunction. There are not enough details to confirm whether a merz/ulthera device caused or contributed to the event. The reported issues were deemed serious due to the use of antibiotics, following discussion with the merz medical director. The ulthera instructions for use document 1004125ifu rev. A states that "pain" is a potential side effect reported in the clinical evaluation of the ulthera system. No additional investigation or corrective actions are warranted for this complaint.

Event description:
During a maude review on 10/27/2018, a merz employee found an adverse event report (mw5033696) that was reported to the FDA by a patient on (B)(6) 2013. The patient reported the following: "my experience entailed an aesthetician mashing a rock hard plastic device into my face while it jackhammered sharp electric shocks into my skull." The patient also reported that her treatment was the most painful experience she has ever had and she felt like her body had been through a terrible physical trauma, like she was hit in the face with a bat. The patient stated that she experienced debilitating exhaustion for nearly 3 weeks from all the pain in her skull, blinding migraines, and uncontrollable watery eyes. The patient also stated that due to the "physically traumatic experience", her lyme disease symptoms resurfaced and she had to start taking antibiotics again. The patient mentioned that the wrinkles under her eyes are more prominent that before the treatment. The adverse event report did not contain the patient's name or contact information and it did not list the treatment provider or location.